Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Patient reports pain. The case report form indicates the event is definitely related to the devices and definitely related to the procedure. This event report was received through clinical data collection activities

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the pain reported was likely the result of loosening, wear, or infection.

Event description:
Index surgery: (B)(6) 2016. Patient reports pain. This event report was received through clinical data collection activities.